Event description:
(B) (6).it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis.the index procedure treated the lesion located in the proximal left circumflex (lcx) artery with a 3.5x16mm taxus express2 study stent.in (B) (6) 2009, the patient had stable angina symptoms but a follow up angiogram revealed a 99% restenosed 4.0x11mm lesion in the proximal lcx artery. Treatment 4 days later placed an unspecified bare metal stent resulting in 0% residual stenosis. The patient was discharged 7 days later.it was further reported that the index procedure target lesion was 90% stenosed and 3.5x16mm. Treatment utilized post dilation resulting 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged two days later on plavix and bayaspirin. The treatment procedure occurred 5 days after the angiogram in (B) (6) 2009 and timi flow improved from 2 to 3. The patient was discharged the next day, not 7 days as previously reported. Per the physician, the event was listed as "related" to the study stent.

Manufacturer narrative:
(B) (6).

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure treated the lesion located in the proximal left circumflex (lcx) artery with a 3.5x16mm taxus express2 study stent. In 2009, the pt had stable angina symptoms but a follow up angiogram revealed a 99% restenosed 4.0x11mm lesion in the proximal lcx artery. Treatment 4 days later placed an unspecified bare metal stent resulting in 0% residual stenosis. The pt was discharged 7 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.